Event description:
It was reported that the controls on the control panel of the apix table are not working. This was noted a couple of days ago. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been requested. Hand control, hand control cable, plc controller and interface board pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.